Event description:
It was reported there was an underdose. The patient had her pump filled and there were concerns that the pump was filled with the wrong drug or concentration. It was believed to be 40% higher than what the patient usually got. The patient was brought to the hospital and the pump had to be turned down. Because of that the patient went through withdrawal as well. The pump was functioning fine, it was the drug that was the cause for concern as it was not known what was truly in the pump. The concentration was ¿.4 concentration, 15 milligrams per day and 0.00022 milliliters per second.¿ the patient had been in the hospital for a week as she has heart issues (atrial fibrillation) due to the event. The system was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), product type catheter, product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).